Event description:
The event is reported as: customer alleges it is very difficult to blade on and off the handle. This was reported before pt use. No reported injury to the operating room personnel.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report. A follow up report will be submitted when completed.